Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump was not delivering insulin as intended. Customer's blood glucose level was in the low 200 mg/dl range. Reportedly, the customer reverted to manual injections for insulin therapy.